Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported on (B)(6) 2014, a male patient of unknown age presented for an endovenous laser procedure. During withdrawal at the close of the procedure, the treating physician encountered difficulty removing the fiber and sheath from the patient's leg. When the physician withdrew the fiber and sheath, it was noted the fiber had punctured the wall of the sheath. The patient did not suffer any harm or injury due to the event. It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation.